Manufacturer narrative:
According to the facility on (B)(6) 2025 "upon opening kit defective syringe was visibly deformed". Per the facility there was no patient involvement, and the syringe was removed and there was no harm to the patient. A photo was provided, and the defect was confirmed. No additional information is available at this time. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
According to the facility on (B)(6) 2025 "upon opening kit defective syringe was visibly deformed".